Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the implantable cardiac monitor failed to be interrogated. No intervention was performed. The patient was stable.

Manufacturer narrative:
The reported event of the inability to communicate remotely via ble telemetry was confirmed. Based on the information provided, it was determined that battery depleted faster than normal due to a higher current. The cause of the high current was unable to be determined, but it is likley that the high current led to interrogation failure. No other anomalies were found.